Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient experiencing muscle stimulation presented in clinic for follow up. Upon interrogation, the right ventricular lead exhibited capture and sensing anomaly. Fluoroscopy was performed and revealed the lead had perforated the heart. The lead was explanted and replaced. The patient was in good and stable condition.